Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause could not be conclusively identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse-se lithotripsy system exhibited a burn mark inside the transducer receptacle. There was no patient involvement.